Manufacturer narrative:
Corrected b1: adverse event or product problem.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had internal rail wedged bent into the drawer chassis. The field service engineer bent the drawer chassis back in place and replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had drawer rails broken. The customer stated that the bottom drawer's side rails broken, and drawer will not close properly. There were no adverse events or injuries reported based on this event.